Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the front response button was intermittent. As received, the front response button trace was creased and the dome was crushed. The cause of the non-functional response buttons is the damaged trace and crushed dome. The root cause for the damaged response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.